Event description:
It was reported that a pump would not recognize a closed door. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported symptom was confirmed reproduced. The unit was received inoperable due to constant "door not fully latched" messages corresponding with the reported symptom caused by a loose link screw (upper). The screw was adjusted during eval with the door performing as expected. The screws were replaced during the repair process.